Event description:
The report stated that while preparing for a radio frequency ablation procedure, a water leak occurred at a connection between the tubing. Another was used to perform the procedure. The connection between the tubing is outside the sterile field. However, during the evaluation of the returned sample at valleylab, a leak was found at the handle which is in the sterile field.

Manufacturer narrative:
The incident sample was returned and confirmed to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.